Manufacturer narrative:
Examination of the returned complaint device revealed that the returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed numerous kinks in the sheath and tip damage (delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 24jan2018. It was reported that there was no damage to this device. A left atrial appendage (laa) closure procedure was being performed. The shape of the laa was complex with shallow depth. A watchman ® access system and 33mm watchman ® laa closure device & delivery system were used. The first 33mm closure device was deployed, but the closure device protruded 11-12mm on the inferior side, so the closure device was fully recaptured. Another 33mm wds was advanced and deployed. While visualizing under transesophageal echocardiogram (tee) there was a 7-8mm leak, the deployment did not meet pass criteria, so the closure device was fully recapture. The procedure was completed with a different device. No patient complications were reported that the patient¿s status is stable.